Event description:
The anchor fell off the inserter track before it pierced the meniscus, and the third time it failed to hold against the capsule when released. The product caused 3 sites of new trauma to the patients meniscus. No alternative brand product was considered.

Manufacturer narrative:
(B) (4).device is not being returned for evaluation.(B) (4)